Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. Complainant reported that after returning to the intensive critical unit (ICU) after surgery, the tip of the catheter came out of the left ventricle (lv). When the catheter position was adjusted it could not be reinserted, therefore, it was removed. The patient also had a meandering lower limb, and the catheter came out when it was adjusted. No reinsertion was performed. Patient's condition was stable.